Manufacturer narrative:
The lot number for the device has not been provided. Therefore, a review of the device history records could not be performed. The sample has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.

Event description:
It was reported that after the ivc filter was deployed, the pusher pad on the ivc filter delivery system became caught on the filter during withdrawal, causing the filter to be pulled in a caudal direction. A larger sheath was inserted in the same access site and the filter was removed without further incident. No report of injury to the patient.